Manufacturer narrative:
(B)(4) date sent: 3/26/2024 d4: batch # 151d25. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 151d25, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.